Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, black particles, crease flat and underweight. A microscopic analysis was performed which identify a striated edge broken, consist with use of a surgical tool, opening striated in the anterior side, non-penetrating nick in the anterior side missing piece of the shell. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage, a striated edge broken on posterior side due to surgical damage, non-penetrating nicks, and a missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.